Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint device was received and evaluated. Visually the device was viewed both with the naked eye and under power (10x): it is noted that the sheath portion of the device has some rifling marks on the inside diameter at the distal end, also, the inner shaft has rifling marks along the length of its surface; outside of this observation there are no other anomalies or damage. In reviewing this failure mode with the qe team for this product line, they indicated this condition, rifling marks, is indicative of the inner blade and the outer sheath coming into contact with each other, causing friction while the device is in use, and of course, this contact or friction would be the cause of the metal shavings reported. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Although we cannot discern what caused the surfaces of the two components to come into contact with each other; the most likely scenario is that excessive mechanical force was applied while the device was in use. Outside of this consideration we cannot discern any other root or underlying cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane, and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that during an arthroscopic procedure the surgeon noted metal shavings emanating from an fms nextra cutter blade and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.